Manufacturer narrative:
As a result of the report, a stryker field service technician evaluated the unit, where it was identified that the thermal event was likely not due to any component level defect of the product; rather a faulty charging cord (patient supplied) as there was damage at the end of the cord where the device would be plugged in. The issue was resolved for the customer by disabling the usb port on their fleet of procuity units.

Event description:
It was reported that the patient had their phone charging cord inserted in usb with no phone connected and a fire started. There was a burn hole in the mattress cover, as it had been melted by the phone cord, and the blankets were partially burned as well. The patient was uninjured.

Event description:
It was reported that the patient had their phone charging cord inserted in usb with no phone connected and a fire started. There was a burn hole in the mattress cover, as it had been melted by the phone cord, and the blankets were partially burned as well. The patient was uninjured.